Event description:
Threading the eagle eye ivus (intravascular ultrasound) catheter over the interventional wire (bmw) and the wire would not thread through the exit port. Cleaned wire multiple times - tried to thread ivus catheter twice.